Event description:
The clinician reports the implant was inserted (b)(6 (B)(6) )in ADA 4. Details of surgery: Primary stability not achieved and Implant surface not completely covered with bone. On (B)(6) 2026 non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Pain. No further patient complications were reported.